Event description:
I had the essure implanted last (B)(6) and I have been in pain every day of my life ever since. Cramps, horrible back pain, nausea, hemorrhaging on my menstrual cycle, and pain daily. I have thought it was just something I had to deal with until I saw the other (B)(6) women who suffer from this as well. If I would have known there was nickel on it I wouldn't have it done. I am very sensitive to nickel. I just want them out.